Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1997, product type: programmer, patient. Product ID: 3888-28, lot# l42593, implanted: (B)(6) 1997, product type: lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. They had moved clothing four days prior to the report and twisted their back. The patient had bad muscle spasms or nerve pinch and three days ago could barely take two steps, was very painful. They received muscle relaxer and prednisone from the physician and were to be ¿weaned off¿ at some time. Residual pain began a couple days prior to the call and it was located directly above the implant. The patient also noted it was hard to straighten up. On the day prior to the report the patient turned their stimulation on and it was very weak. Sometimes did not come on at all and it was reported to not have a ¿steady beat¿. The patient questioned whether she could have dislodged something and with her age would she be able to get another implant, but she was redirected to her doctor for that information. No interventions or outcomes were reported regarding this event. Further follow-up was requested to obtain this information. If additional information is received, an update will be made.